Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latch alarm. The eval found the door able to latch close, however, the force required to closed the door was above expected levels and caused the reported symptom. The door hooks and latch pins were replaced to correct this condition.